Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous graft anastomosis. A 4.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.